Event description:
The customer contacted baxter's technical services center reporting an alarm on the home choice (hc) and the home patient (hp) stated he had been switching heater and supply bags to continue therapy. The hp was concerned if the machine was working properly. The baxter technical service representative (tsr) advised the hp to not disconnect and reconnect bags and to call baxter if the alarm occurs so we can troubleshoot. There was patient involvement but there was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed.